Event description:
High reading bias of pulse oximeter sensor. This could lead to oxygen therapy being deferred or not given at all. Sensor removed from us. Diagnosis or reason for use: to monitor blood oxygen saturation levels.